Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va04d32, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # va02y9t, implanted: (B)(6) 2012, product type lead; product ID 3708695, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-95, # serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va04d32, implanted: (B)(6) 2012, product type: lead. Product ID 3387s-40, lot# va02y9t, implanted: (B)(6) 2012, product type: lead. Product ID 3708695, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported the cause of the event was unknown. There was a possible open circuit. C/9-26,349, 8/9-26,572, 9/10-17,313 and 9/11-19,111. No surgical intervention had occurred. It was noted that they were programming around the possible open circuits at the time of this report. They switched the right globus pallidus from 1-c+ to 8-c+. Patient symptoms associated with the event were increased number of episodes, severity of neck and shoulder dyskinesias. There was no patient injury. On (B)(6) 2014 the patient had increased right arm and hand stiffness and decreased finger dexterity. Patient had had dystonia since 2009 and was originally implanted in 2012. Patient was last seen in the clinic 1 and a half months prior to (B)(6) 2014 and at last visit the left stimulator had been reduced by 0.1v. The patient had been having a lot of neck dyskinesia, chest tightness and occasional pulling while talking of the left corner of mouth. There was no right hand stiffness and patient had been doing repetitive movements. The patient had trouble sleeping and was having some vocal straining when speaking. The patient had speech problems but no dysphagia. The patientalso had difficulty falling asleep and staying asleep. Patient's active problem was idiopathic torsion dystonia. Additional information received reported at the appointment on (B)(6) 2014 the patient walked with a dystonic 'swagger' the left foot turned out and had dystonic neck movements to the right. It was noted that the patient&#62688;neck moved right, forward, around to the center and then backwards to the center and started again. There was weakness when they tried to push his fingers together. The dystonic neck movements got worse with stress and fatigue. Affect was appropriate. There was intermittent mild side to side phasic truncal dystonia. The patient was fairly upright when walking and only had slight right shoulder elevation. Patient&#62688;initial settings were left side globus pallidus (gpi) 9-10-c+, 4.2 amp, 90pw and 60 frequency. Right side globus pallidus was 1-c+, 3.8 amp, 90pw and 60 frequency. Final settings were left gpi 9-10-c+, 4.3amp, 90 pw and 60 frequency. Right gpi was 8-c+, 2.8amp, 90pw and 60 frequency. Right and left devices were at 2.96v. Changes that were noted with the programming change had included stable symptoms. There was a possible open circuit on 9- and impedances were high. There was a loss of therapy about 2 weeks prior to the appoint ment on (B)(6) 2014. There was no benefit at 8-10- or at 11-. It was noted that at 8-c+ 3.0v the right hand was tensing up. At 2.8 there was no facial pulling or tensing. The patient had had a fever that had resolved. Patient was changed back to previous settings. Previously they had tried 0-1-c+ but the patient was only able to tolerate up to 2.0 but there was no benefit and when they went up to 3.2 the neck dyskinesia had become unbearable and the neck was pulsating severely. At the appointment on (B)(6) 2014 the neck dyskinesias had decreased in severity and were occurring less often than last exam. The patient was more relaxed and settings were agreeing with him. The amplitude was raised but the patient's neck began moving and he was very uncomfortable. The amplitude was decreased slightly to evaluate arm stiffness and finger dexterity. The patient had periodic temporary exacerbations of symptoms related to stress. Patient was going to work on stress reduction and exercising. The patient would follow up in 4 weeks.

Event description:
It was reported that the patient had had a lot of neck dyskinesia and facial pulling for the past 2 weeks prior to the date of this report. There were no falls or traumas however the patient was very active and lived on a farm, shoveled and rode all-terrain vehicles (atv)s. Impedances readings for the left globus pallidus were c/9-26349, 8/9-26572, 9/10-17313, 9/11-19111, c/8-1695, c/10-1043, c/11-1659, 8/10-1987, 8/11-2811 and 10/11-1788. Impedances were tested at 3 volts and therapy impedance was 1003. The patient was programmed at -9,-10 ,+c, 4.3v, 90pw and 60 rate. The right globus pallidus was -1, c+, 3.8v, 90pw, 60 rate and therapy impedance was 1113. It was noted that it had taken a long time to find the best settings. Additional information was requested but had not been received as of the date of this report.